Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image has white spots, caused by ccd(charged coupler device) is not good and when shaking the cable, the image has interferences and is not good. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head displayed white spots in the image, the charge-coupled device (ccd) was not functioning properly, and the cable had loosened, causing image interference and poor image quality. There was no patient involvement.